Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was below 40 mg/dl. Customer stated that they have traveled from sea level to a 8100 feet altitude. Customer has changed set to allow for a stable pressure but insulin was still flowing out of the tubing even with a temp basal set to 0.0 units per hour. Customer has not been able to get above blood glucose level of 40 mg/dl even with carbohydrates intake while on insulin pump and has only managed to hit the blood glucose level of 80 mg/dl within the last hour off of the insulin pump. The insulin pump will not be returned for analysis.